Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that a 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure, opened after being centrifuged. "It was informed that there was blood exposure to the mucosa of the professional (mouth), since it was not in use of mask. Employee is in use of prophylactic drugs due to the incident. The site was washed with water and there were performed exams. "

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure, opened after being centrifuged. "It was informed that there was blood exposure to the mucosa of the professional (mouth), since it was not in use of mask. Employee is in use of prophylactic drugs due to the incident. The site was washed with water and there were performed exams. "